Event description:
It was reported, the patient¿s system was explanted in order to perform a MRI for their ms. The stimulator did not work and did not cover their symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v167238, implanted: (B)(6) 2008, product type: lead. (B)(4).